Event description:
It was reported that the patient presented to the emergency room (ER). Upon review, the patient's implantable cardioverter defibrillator (ICD) device was found in backup mode. The device was reset and restored successfully. The patient was discharged.